Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 140 mg/dl, 90 mg/dl, 170 mg/dl within 10 minutes on the nano system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.